Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
It was reported that following a non-device related procedure, the patient experienced difficulty charging the ipg and was unable to turn it on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.